Manufacturer narrative:
Product event summary: the device was returned and analysis of the device revealed normal battery depletion. (B)(4)

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited unexpected battery longevity due to high left ventricular (lv) lead thresholds. It was noted that after the initial implant procedure, an increase in lv threshold was observed and a x-ray showed an lv lead micro-dislodgment. At the time, the decision was made not to re-intervene and monitor the patient. The device was reprogrammed and the lv threshold outputs were lowered. The lv lead remains in use and the crt-d was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. It was noted the most recent battery measurement was 2.6531 volts on (B)(6) 2015 and had not triggered recommended replacement time (rrt).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited unexpected battery longevity due to high left ventricular (lv) lead thresholds. It was noted that after the initial implant procedure, an increase in lv threshold was observed and a x-ray showed an lv lead micro-dislodgment. At the time, the decision was made not to re-intervene and monitor the patient. The device was reprogrammed and the lv threshold outputs were lowered. The lv lead and crt-d remain in use. No patient complications have been reported as a result of this event.